Manufacturer narrative:
(B)(4). Results: the actual device with its partly still absorbing components was returned for eval. Two sides show undamaged original margins. In one angle (1 cm from the margin) only one tack was found. There are no more tacks or marks of previous placed tacks visible. The cause for the loosening of the mesh cannot be determined. A relation to the used fixation (absorbatacks) cannot be drawn but it should be minded that the tacks are placed vertically to the mesh with a gap of 6.5 to 12.5 mm and a distance of 6.5 mm from the mesh margin. Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was used. Post-operatively, the pt developed heavy pain and a sonography showed that the hernia recurred. In the upper area the mesh had grown in, but in the lower area the mesh had completely loosened. The pt had a re-operation on (B)(6) 2011 and the mesh was explanted. The surgeon opines that the absorbatacks were too short.